Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 391mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Insulin pump had moisture damage was noted on keypad traces. No unexpected numbers scrolling noted. No button error alarms noted. All buttons functioned properly. Insulin pump had a cracked reservoir tube lip, cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)